Event description:
Event description guidant received information that a perforation occurred while attempting to implant this right ventricular lead. After successfully implanting the lead under fluoroscopy, the fluoro was turned off, and the lead was connected to the pacing system analyzer (psa). All measurements on this lead were within normal limits. The physician then attached the tool to the lead, and extended the helix one or two more turns. When the fluoro was turned on again, the lead appeared to have dislodged. An echocardiogram was performed, which demonstrated a pericardial effusion, which confirmed that a perforation had occurred. The patient has remained in stable condition.